Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber overheated and put the system into standby mode. The procedure was completed using a second surgical fiber. There was no patient injury reported. Gland volume: 150 ml, time expended: 38 minutes, joules used: 284,478.

Manufacturer narrative:
(B)(4). The fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the metal cap exhibits mild char; the glass cap exhibits moderate devitrification at the output window; the fiber cap also exhibits signs of a circumferential fracture of glass cap proximal to fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.